Event description:
Related manufacturer reference number: 3006705815-2022-18872 it was reported that the ipg flipped several times in the pocket. The physician believes that due to twiddler¿s syndrome the patient may have manipulated and rotated the ipg, causing the lead to become twisted and disconnect from the ipg header. Surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.